Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-22339.

Event description:
Customer reported possible battery acid on the side of the battery compartment of her insulin pump. Customer also reported an excessive no delivery alarm. Troubleshooting found the battery acid was powder. The customer also reported a blank display. Customer's blood glucose was 378 mg/dl. The customer treated herself with a shot of insulin. Troubleshooting did not find any damage or moisture exposure to the insulin pump. The battery compartment was also not damaged or corroded. The customer stated the display returned after troubleshooting. The insulin pump passed the self test. Customer was advised to monitor the insulin pump. No additional information provided.